Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. (B)(4).

Event description:
The customer stated that a cell-dyn emerald platelet result of 66 k/ul was generated on (B)(6) 2015 for a chemotherapy patient. The patient was redrawn at another facility and the platelet result was 9 k/ul. No adverse impact to patient management was reported.

Manufacturer narrative:
The investigation included review of product historical data, product labeling, and consultation with subject matter experts from medical affairs and technical services departments. Review of product historical data did not find a product issue related to this instrument-specific complaint incident. There was no patient result data submitted for this incident and the investigation team was not able to provide a complete analysis. The initial draw was a finger stick sample and was not retested. The patient was taken to the hospital and was re-drawn. Without the patient sample result data, it is unknown whether the cell-dyn emerald did or did not generate flagging to alert the operator to perform verification of the plt result. The sample was from an oncology patient which is a pathology sample containing interfering substances and conditions that could affect sample processing. The incident is described in the cell-dyn emerald operator's manual, section 7, under limitation of result interpretation when analyzer is presented with an abnormal sample containing interfering substances and conditions. Based on the product history review, the counting chamber, o-ring, and rbc counting head could not be eliminated as possible cause for the high platelet issue. The complaint incident may have been due to issues with the instrument requiring service and instrument maintenance. No product deficiency was identified.